Event description:
It was reported to philips that the co2 function for the device stopped working. It was noted by the customer biomed that they had already attempted to connect a new filter line, but the co2 pump still failed to power on. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.